Event description:
It was reported that temperature alarm occurred on pump while pump was charging and without exposure to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.